Event description:
Information received from the field notes that the non- pacemaker dependent patient presented for a routine follow- up after not being seen since november 2003. The device exhibited premature eri characteristics.